Event description:
Information was received indicating that during infusion of remodulin a smiths medical cadd-legacy plus pump alarmed "no disposable, clamp tubing" with approximately 11.6 ml remaining in cassette. Per reporter, the alarm occurred twice on the same day. It was reported that troubleshooting was not successful. It was reported that the medication was administered via intravenous therapy, no adverse patient effects were reported. Per reporter no further details were provided.